Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime/fill anomaly and experienced high blood glucose level. The patient¿s blood glucose level was 275 mg/dl, 262 mg/dl and 219 mg/dl. The customer stated pump is not filling. The customer assisted with troubleshoot and stated that performed priming and the piston stopped in the same place with the reservoir in place. The customer declined to troubleshoot for high readings. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump was tested with no prime or fill anomaly noted. Pump received with corroded battery tube noted.